Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on may 9, 2016 from a consumer representing the patient. According to medical records received, on (B)(6) 2015 the patient "went to the emergency room with a temperature of 37.2 and was diagnosed with cellulitis." At this visit it was noted "the site was red and there was wound dehiscence that was 1 centimeter in size and appeared to have drainage sitting within it (there was no active purulent drainage)."medical records showed "blood work results from that day were: wbc 13.1, anc, 9.8, rbc 5.61, hematocrit 50.8, neutrophils 75.1, lymphocytes 12.0, monocytes 10.7, neutrophils absolute 9.83, monocytes abs. 1.40, and basophils abs. 0.09. A culture from the wound infection showed heavy growth of staphylococcus aureus." On (B)(6) 2015 clinic notes received from the doctor's office noted the "patient's incision was still draining, erythematous, and still opened, but looked much better, and instructed the patient to continue with clindamycin for 10 days." According to clinic notes, at this time the patient still had "surgical pain and discomfort in the surgical area due to the infection described as constant, throbbing, and sharp." The patient also had "pain radiating into the extremities which was sometimes worse than before having surgery along, with left sided neck pain, rated at a 9 out of 10, which radiated into the shoulders (more noticeable on the left) which shot down the fingers, described as a throbbing electrical shot aggravated by laying down. Factors that helped with the pain were turning and repositioning to relieve pressure, as well as taking prescribed pain medications." According to the notes received from the physician's office "some days the patient felt like the device helped and other days it didn't." On (B)(6) 2015 the patient returned to the doctor's office for examination and evaluation with clinic notes stating the "incision was still open with minimal secretions and erythema, and the patient was instructed to continue with clindamycin for 10 days." The doctor opined that the "patient required infectious disease involvement and that the stimulator might need to be removed due to the infection." On (B)(6) 2015 medical records received noted the patient presented to the emergency room with reports of "having a wound with redness that was hot to the touch and a small scab." During the emergency room visit the patient also complained of "pain and tenderness at the implantable neurostimulator (ins) site in the right buttock with no pain radiation, fever to 100 degrees fahrenheit, sweats, and chills caused by the infection." As a result another "antibiotic IV infusion of vancomycin" was given. Conflicting information received in those medical records stated "there was no fever (the patient's temperature was 98.0 during examination), the patient had not had a fever greater than 100.4 in the past seven days, and the white blood cell count was 6.5." Additional blood work reported in medical records showed "an elevated erythrocyte sedimentation rate (esr) of seven, c-reactive protein (crp) of 1.820, basophils of 1.1, and decreased lymphocyte count of 22.6%." The medical records also noted a physical assessment was performed by the physician noting the "surgical site had mild erythema but no induration, tenderness, drainage or increased temperature." The patient was then seen by the infectious disease doctor who noted "the area did not look infected but the patient stated they were uncomfortable with the device and wanted it removed so the physician recommended a pocket culture and removal of the ins." The medical records noted "the results of the blood culture that was collected had no growth in five days after this visit." Additional information received in medical records from the physician at the time of the emergency room visit on (B)(6) 2015 stated there were "no signs of infection around the surgical site, it was non-toxic, and there was no need for antibiotic treatment at that moment," but the patient was admitted to the hospital. Upon discharge from the hospital, nursing notes stated the patient's "pain level was 0 on a scale of 1-10 ." On (B)(6) 2015 the patient followed up with the doctor, and clinic notes stated the patient was "still experiencing discomfort and pain rated an 8 out of 10 at the surgical site due to the previous infection described as constant, throbbing, and sharp." The doctor noted "the wound site looked better, but there was still erythema," so the patient was instructed to return in a month for continued evaluation. Clinic notes also stated the patient had "pain radiating into the extremities which was sometimes worse than before having surgery. The patient also had left sided neck pain, rated at a 9 out of 10, which radiated into the shoulders (more noticeable on the left) which shot down the fingers. This pain was described as a throbbing electrical shot aggravated by laying down. Factors that helped with the pain were turning and repositioning to relieve pressure, as well as taking prescribed pain medications." On (B)(6) 2015 the patient returned for follow-up evaluation with the doctor with clinic notes stating "the surgical site looked much better, although the patient continued to complain of pain and occasional discomfort rated 5 out of 10 at the site due to the infection described as constant, throbbing, and sharp. The patient also complained of neck pain, joint pain, and joint stiffness. The patient also had pain radiating into the extremities which was sometimes worse than before having surgery. The patient also had left sided neck pain, rated 9 out of 10, which radiated into the shoulders (more noticeable on the left) which shot down the fingers described as a throbbing electrical shot which was aggravated by lying down. Factors that helped with the pain were turning and repositioning to relieve pressure, as well as taking prescribed pain medications." Further notes from this office visit reported the patient stated "the stimulator wasn't helping" so they were advised to follow-up in one month. On (B)(6) 2015 the patient presented to the doctor for evaluation with office notes stating the patient had complaints of "draining from the surgical site along with discomfort and pain at the surgical site, rated 6 out 10, due to the previous infection, and the stimulator wasn't helping. It was noted the patient was still taking clindamycin at this time. The patient had continued neck pain, joint stiffness, and joint pain at any joint but were rating it 0 out of 10. The doctor recommended removal of the implantable neurostimulator (ins) due to the recurrence of the infection when the patient stopped taking antibiotics." On (B)(6) 2015 the patient presented to the hospital to have the ins removed with medical records stating "the reason for visit noted as infection and inflammatory reaction due to the ins." Further information received in medical records noted the patient had "complaints of the implant not helping, draining from the surgical site, discomfort and pain at the site, constant sharp and throbbing lower back and neck pain which was described as a throbbing electrical shooting pain which at times was worse than before implant. This pain was rated 6 out of 10 and radiated to the bilateral shoulder down to the fingers which was aggravated by lying or lifting, limited range of motion to the neck, joint stiffness, and joint pain at any joint." It was noted "at this time the patient was still taking clindamycin, was afebrile, and was prescribed pain medications." During surgery on (B)(6) medical records stated "the patient was given antibiotics, a gram stain was taken and sent for cultures, and the system was removed and sent to pathology." Medical records received stated that "post-operatively the patient rated the pain in their back at various times ranging from 0-10 on scale of 1-10 and described the pain as sharp and constant, which was aggravated by movement." Medical records noted that "abnormal blood work from that day indicated elevated monocytes 12.1%, eosinophils 6.9%, and basophils 3.2%, and creatinine 1.19. Cultures that were taken during surgery showed no growth in five days and no organism was seen." On (B)(6) 2015 the patient had a doctor's appointment where clinic notes stated the patient still had complaints of "occasional lower back pain, which was sometimes worse than before surgery, but the discomfort on the site due to the previous infection was resolved." According to the physician "the patient was happy since the stimulator was removed and was continuing to do well." Medical records stated "the patient still had left sided neck pain which radiated to their bilateral shoulders, and was more noticeable on the left, which shot down to the fingers. The pain was described as a constant throbbing, stabbing, electrical shooting pain rated 8 out 10." On (B)(6) 2015 the patient presented to the emergency room for a wound check. Medical records noted that during doctor's visits following (B)(6) 2015, the "patient continued to do well and the discomfort on the site due to the previous infection was resolved. The patient continued to have intermittent or constant lower back pain described as aching, dull, and sharp, along with left sided neck pain which radiated to the shoulders and down to the fingers, and decreased range of motion." Records received from the consumer representing the patient noted "the patient's pain had a direct impact on their quality of life and daily activities so they were receiving epidural steroid injections." According to a statement from the consumer representing the patient; the patient they "suffered through half a year of constant pain, suffering, worry the infection would spread throughout their body, mental anguish, fear, loss of capacity for the enjoyment of life, inconvenience for treatment, scarring, disfigurement, continuous medical monitoring of their condition caused by the infection, multiple courses of antibiotics and antibiotic infusions, severe bodily injury, disability, and it was stated the patient's injuries were "permanent and ongoing in nature."

Event description:
It was reported that there was an infection. It took over 2 months for the infection to be cleared. This occurred in (B)(6) 2015 and the symptom was considered sudden. It was decided to leave the device in. It was mentioned that the patient had to go to the emergency room (ER) twice. It was later reported that the implant surgery seemed to be successful judging on the healing process and the input of the doctor. The patient had an appointment with the doctor 5 days after implant and the incisions again appeared to be healing as expected. The patient was also instructed on how to charge the system. The process involved the use of tape rings to adhere the charger to the battery. The patient had quite an issue removing the charger from his skin around the incision and had to carefully peel it away. This caused the incision to open at one end. On (B)(6) 2015, it became eminently evident that he had to go to the ER to due chills, fever, and drainage from the wound. He had experienced extreme pain in his back near the operation site leading up to the obvious infection. After several tests, the patient was treated with an infusion of antibiotics and was released with a prescription for more antibiotics. The doctor saw the patient the following day to see what the issues were and to decide on how to proceed. It was noted that the incision on his spine for the placement of the leads was perfect and had experienced no problems. Over the past years, the patient had had no less than eleven surgeries with no infections or complications. The treatment of the infection was visiting the doctor at least once a week for 30 days along with additional antibiotics. It was a slow road to healing and he incurred more pain and frustration being unsure of what was to happen. The indecision of whether or not this device was going to be removed or actually function as described was concerning. Again, the patient started to have some chills and a fever, which led to another ER visit, admission to the hospital, and more antibiotic infusions. The date of this visit was (B)(6) 2015. This was yet again more frustration, fear, aggravation, and concern regarding the decision to have the implant. The doctor was unsure about whether to remove the implant or retain it based on how the healing appeared. In june, the doctor felt that things looked clear as far as no infection and the healing progressing as expected. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that they were instructed to charge by putting double sided tape over the wound. They stated that due to the way they were taught to charge that it caused the infection. The infection was noted to be at the implantable neurostimulator (ins) and lead locations. In (B)(6) 2015 the infection returned and had migrated from their butt to their waist and the wound opened up and drained horribly. A test was performed at the lead site however the results were unknown. The patient had been living with the infection for 5 months and was dealing with pain and suffering. As a result of the infection the entire system was removed. The patient was still being treated with antibiotics.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).